Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient fell at home and had been rushed to the hospital due to chest pain. The patient was found to have fluid around the heart. On the same day, the patient experienced a heart attack and passed away. It was reported pd therapy was ongoing at the time of death; however, the patient was not performing therapy with the hc device at the time of death. The cause of death was reported to be myocardial infarction. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. The event history log was reviewed and revealed no programming, malfunction, or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient passing way. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. An internal and external visual inspection revealed no problems related to the reported event. The pneumatic system was tested and found no leaks and all pressures were correct and stable. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.